Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Share data log was not available for review. The reported issue of loss of connection could not be confirmed because the returned transmitter had no voltage. The root cause could not be determined post investigation.